Event description:
It was reported that the patient experienced a backup battery (ebb) fault. They previously had one on (B)(6) 2025. The system controller was exchanged to the backup due to last ebb being so recent.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d9 - device available for evaluation: corrected. Manufacturer's investigation conclusion: the reported event of an emergency backup battery (ebb) fault was confirmed via log file analysis. Review of the log files revealed starting on (B)(6) 2025 at 15:04:55, a backup battery fault alarm activated due to the backup battery not passing the load test. The unloaded voltage was measured to be outside of the designed threshold. The backup battery fault alarm did not resolve before the driveline was disconnected at 15:17:03, consistent with the reported controller exchange. The returned heartmate 3 system controller (serial number (B)(6) was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing and an alarm was not reproduced. Provided information stated that the patient has had previous ebb faults and the ebb has been exchanged twice. Exchanging the system controller resolved the alarm. The root cause of the backup battery fault was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch, section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that exchanging the system controller resolved the issue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.